Event description:
It was reported to st. Jude medical that the lead was explanted due to oversensing and ventricular pacing inhibition. The telemetry strips showed periods where the device appeared not to pace. Crosstalk was investigated and ruled out. Tts discussed decoupling the pacemaker max sensitivity as well as investigation sources of external interference. The ICD remains implanted.